Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple intermittent malfunction alarms. Customer's blood glucose level was 250 mg/dl. Reportedly, the customer was able to clear the malfunction alarms, and insulin delivery was able to be resumed.